Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test at high values of 21. 30ml and 21. 33ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, "failed pm, flow rate test x2 21.30ml and 21.33ml" was reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr. For 60 mins at 40 vtbi with the results of 42.011 and failing error percentage of 5.0275%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration pressure plate travel. The pressure plate travel requires readjustment and the m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11: h11: the event history log review was performed. The user selected a new patient which cleared the previous program in adult training and continued the pump on basic mode with rate of 100 ml/hr and a volume-to-be-infused of 50 ml at 14:46 timestamp. At 14:57 timestamp pump ran primary bag with the same rate and vtbi with 0 ml given to the patient. Pump was stopped at 14:58 timestamp, vtbi: 49.5 ml, and 0.5 ml given to the patient. The pump stopped due to a ¿upstream occlusion!¿ alarm, the user cleared the alarm, vtbi: 49.5 ml, and 1 ml given to the patient, and then pump alarmed "upstream occlusion". At 14:59 timestamp the user cleared the alarm. Pump stopped due to a ¿upstream occlusion!¿ alarm, the user cleared the alarm, ran primary rate 100 ml/hr, vtbi: 48.8 ml, and 1.6 ml given to the patient. After four minute the pump stopped due to a ¿downstream occlusion!¿ alarm, auto restarted, the user cleared the alarm, and pump was stopped by the user with rate 100 ml/hr, vtbi: 42.5 ml, and 7.5 ml given to the patient. At timestamp 15:06 the pump stopped due to the air-in-line! Vtbi: 39 ml, and 11 ml was given to the patient in the same timestamp. After one minute the pump stopped due to the air-in-line! And the user cleared the alarm. At 15:13 timestamp pump stopped by user with vtbi: 33 ml, and 16 ml was given to the patient. At 15:14 timestamp review key pressed with old volume cleared, rate change confirmed - 40 ml/hr, and vtbi 20 ml. After half hour pump alarmed infusion complete, pump rate was updated to 1 ml/hr, infusion complete alarm was cleared by user, and pump entered sleep mode, stopped by the user with vtbi: 0 ml, and 20 ml was given to the patient. At 15:46 timestamp user selected a new patient which cleared the previous program in adult training, and continued the pump on basic mode with rate of 40 ml/hr and a volume-to-be-infused of 20 ml. After half hour pump alarmed infusion complete, pump rate was updated to 1 ml/hr, infusion complete alarm was cleared by user, and pump stopped by the user with vtbi: 0 ml, and 20 ml was given to the patient. At 16:17 timestamp tube unloaded and pump stopped by the user.